Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: the active blade was broken and fell into cavity. A nurse noticed the blade was broken and the broken piece was retrieved. A new device was opened to completer the procedure. No bleeding. No tissue damage. No additional tissue loss. Operating room time not extended by more than 30 minutes.